Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted in the late 1990's. It was noted that they 'got hurt', scar tissue formation occurred, and that ins had 'died'. The ins was then explanted so the patient could have an MRI. The patient was subsequently implanted with a pain pump. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51 serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3888-28, lot# l58797, implanted: (B)(6) 1999, product type lead. (B)(4).